Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient order was not crossing. A technical support specialist was unable to identify the reason for a single patient being marked as discharged due to the unavailability of logs. However, the technical support specialist successfully assisted the customer with displaying the correct visit to the station, and the customer resented the orders, which were confirmed as resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server the patient order was not crossing. The customer stated that the malfunction occurred when the user was trying to issue medication to a patient. The nurse could not issue the medication because it did not show up in pyxis for them to dispense, resulting in a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.